Event description:
Medtronic received information that this bioprosthetic valve, implanted 20 months, was explanted due to a higher than anticipated gradient.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, the non-coronary and left cusps were slightly stiff but flexible. The right cusp was stiff due to reddish tan thrombotic host tissue on the outflow. All leaflets were intact. All commissures were intact. An extensive film of reddish tan host tissue covered all leaflets on the inflow extending to all inferior coaptive areas significantly reducing the inflow orifice area. Reddish tan thrombotic host tissue filled and stiffened the right cusp on the outflow. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: cause of event attributed to patient's condition. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.